Event description:
The manufacturer received information alleging a ventilator's touchscreen was frozen and a high priority alarm occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen was frozen and a high priority alarm occurred. The device was returned to the manufacturer and the customer's complaint was confirmed. The device failed to power on as designed and a ventilator inoperative alarm condition was observed. The system board and machine flow sensor were replaced to address the issues. During the evaluation the device's internal battery failed to charge. The device's internal battery was replaced to address the issue.